Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer stated they inserted another battery, but the insulin pump would not turn on. The customer reported a blank display. The customer's blood glucose was 154 mg/dl at the time of incident. The customer was advised a failed battery test alarm will recur with each new battery inserted. Troubleshooting was not completed at the time of the call. The customer declined to return the product for analysis.